Event description:
It was reported that a patient, who was provided with hearing protection during the scan, alleged hearing loss after a shoulder scan.

Manufacturer narrative:
G4 PMA/510(k) #: requested but not yet received. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
H3: based on additional event information received, the mr scanner did not contribute to the patient's hearing issue. This event is considered non-reportable.

Event description:
Additional information obtained indicated that the patient had been diagnosed with otitis with partial hearing loss on (B)(6) 2023, prior to the mr scan on (B)(6) 2023. There was no report that the hearing level worsened after the mr scan. In addition to the otitis, it was found that the patient's ear was obstructed by wax accumulation. The patient reported that their hearing has returned to normal. Based on this information, the mr scanner did not contribute to the patient's hearing issue and therefore, this event is considered non-reportable.